Event description:
The service report shows that the customer reported the audio alarm was nonfunctional. The customer support engineer (cse) verified that the alarm was not functioning. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that the device caused or contributed to the event alleged in this report.